Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override and disconnected mode. The customer also reported that the station was experiencing issues with patients not crossing over. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had network issues. The field service engineer (fse) disconnected the network cable and connected it to a laptop, confirming that internet connectivity was available. The cable was then reconnected to the device, after which the device successfully connected to the internet. The sync status was checked, and the device was confirmed to be communicating with the server, resolving the issue. The system functioned as intended after the field service engineer repaired the device.